Event description:
An event was reported under the block hf clinical study and classified as inappropriate detection and inappropriate treatment. The device remains in use. It was also reported that there was noise on the right ventricular (rv) lead. The rv lead remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical products: c154dwk, bi-ventricular implantable cardioverter defibrillator, (B)(6) 2007; 5076-52, implantable pacing lead, (B)(6) 2007. (B)(4).